Event description:
It was reported that on 31 august 2022, a 31mm portico valve was selected for an implant. There was mild to moderate calcium to allow anchoring of the device and the patient had an acute aortic angle of 42 degree. The annular dimension perimeter was noted as 72mm, with a maximum diameter of 25.4mm. During the final released of the valve at a depth of 4mm, the valve migrated up, reaching a height of -2mm (aortic position) in the non-coronary sinus and at 0mm in the left coronary sinus. There was no tension in the delivery system at the time of final deployment and no interaction between the delivery system and the deployed valve. There was no difficulties deploying or retracting the valve. A new 32mm portico valve was immediately assembled, delivered and released at a height of 4mm. Throughout the procedure and during the preparation of the 2nd valve, the patient was stable and did not experience any adverse events.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However one video was received appearing to show the valve migrating during deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the available information, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 medical device problem code: 2616 removed.